Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as an unspecified patient mistake. On the same day as the event onset, the peritoneal effluent was cloudy and the patient was hospitalized for peritonitis. On an unknown date, the patient started treatment with fortum (1g; route, frequency, and duration not reported) and amikacin (1g; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient¿s recovery status and outcome of the event were unknown. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.